Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Cause was not known. Customer attempted to administer a correction bolus via pump to address bg, however called an ambulance and was taken to the emergency room and where they were subsequently hospitalized in the intensive care unit and treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2023 from the hospital with no permanent damage. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.